Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('ovulation became a little bit more intense for me after my hysterectomy') and noninfectious myelitis ('I get bad inflammation where my spine') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced noninfectious myelitis (seriousness criterion medically significant), ovulation disorder ("ovulation became a little bit more intense for me after my hysterectomy"), neuralgia ("causes nerve pain down my legs too") and bursitis ("inflammation where my hips"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, noninfectious myelitis, ovulation disorder, neuralgia and bursitis outcome was unknown. The reporter considered bursitis, medical device removal, neuralgia, noninfectious myelitis and ovulation disorder to be related to essure. Concerning the injuries reported in this case, the following one were reported from social media report : ovulation became a little bit more intense for me after my hysterectomy, I get bad inflammation where my spine, causes nerve pain down my legs too, no other symptoms arise such as a fever, inflammation where my hips. Most recent follow-up information incorporated above includes: on 20-jan-2020: addition of imdrf codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('ovulation became a little bit more intense for me after my hysterectomy') and noninfectious myelitis ('I get bad inflammation where my spine') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced noninfectious myelitis (seriousness criterion medically significant), ovulation disorder ("ovulation became a little bit more intense for me after my hysterectomy"), neuralgia ("causes nerve pain down my legs too") and bursitis ("inflammation where my hips"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, noninfectious myelitis, ovulation disorder, neuralgia and bursitis outcome was unknown. The reporter considered bursitis, medical device removal, neuralgia, noninfectious myelitis and ovulation disorder to be related to essure. Concerning the injuries reported in this case, the following one were reported from social media report : ovulation became a little bit more intense for me after my hysterectomy, I get bad inflammation where my spine, causes nerve pain down my legs too, no other symptoms arise such as a fever, inflammation where my hips. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.